Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock. Oversensing was binning in the tachycardic and fibrillation zone and an x-ray confirmed dislodgment. Due to the patient's size no plans were made to reposition the lead. Therapy was turned off as the patient was no longer a candidate for the system. The patient was discharged normally and continued with normal follow up.